Event description:
It was stated that the customer had not been getting any no delivery alarms, and felt that it was not working properly. Unable to conduct the high pressure test as the customer did not have the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.